Event description:
My partner mistakenly grabbed the bottle of clear are as it was sitting right beside other safe bottles of everyday contact lens solution. The warning label was so tiny that without my contacts/glasses in/on I can't read it at all. I placed my lenses in my regular flat case, covered them with the solution and let them sit overnight. The next day I unknowingly inserted the now-acid covered lens into my left eye and was met with an immediate excruciating searing burn that all but clamped my eye shut with the offending contact lens inside. The pain was so severe I was unable to open my eye and had to get help to pry my watering, burning eyelid open to fish out the lens. I irrigated my eye for 30 min with distilled water, but the first 15 min, I couldn't even bear to open my eye. The entire white portion of my eye was blood red and severely inflamed and the vision was blurrier than usual (with and without my glasses). It is nearly 12 hours later and I am still experiencing pain, gritty texture, intermittent phases of dry eye and then severe watering of the affected eye, blurred vision and every form of general discomfort. I will need to get to an ancillary ER during my lunch break to determine the severity of the chemical burn sustained by the negligent labeling of this product. (B)(4).